Manufacturer narrative:
Manufacturer's report date: 01/15/2014. Internal file no: (B)(4). Unable to determine the cause of the customer's report of extension set (male luer end) is coming disconnected from the IV catheter. The set was not saved by the customer and will not be returned. The root cause of this issue could not be identified.

Event description:
In radiology, the technicians are reporting that the extension set (make luer end) is coming disconnected from the IV catheter during a contrast injection. The contrast is being injected at 6ml/second. Customer is unsure of what pressures are being used. There was no patient harm or medical intervention. The customer stated that no further patient/event information is available.